Event description:
It was reported by an attorney that the patient underwent a supracervical laparoscopic hysterectomy and a morcellator was used for removal of the patient¿s uterus and parts of her cervix due to pelvic pain and dysfunctional uterine bleeding and fibroids on (B)(6) 2013. On (B)(6) 2014 an ultrasound was performed due to the patient¿s complaints of continued pelvic pain. The ultrasound revealed two heterogeneous masses near the vaginal cuff. On (B)(6) 2014, the patient underwent a follow-up CT scan of the abdomen and pelvis which revealed multiple heterogeneously enhancing masses throughout the pelvis. On (B)(6) 2014, the patient underwent an exploratory laparotomy with resection and or excision of multiple masses in the abdomen, pelvis and omentum. The ovaries and fallopian tubes were removed and an omentectomy was performed. The pathology report of the uterine tissue revealed a spindle-cell tumor of uncertain malignant potential (stump) and was noted to have infiltrated into the parametrial fiber dense tissue with high mitotic activity noted in the specimens. The patient continues to seek treatment at the cancer center with antagonistic hormonal therapy, including the administration of letrazole. The patient is required to undergo frequent radiological imaging, including periodic CT scans of the abdomen and pelvis to assess tumor recurrence and imaging of other parts of her body to screen for distant metastasis. No additional information was provided.

Manufacturer narrative:
Additional information event date: (B)(6) 2013.

Manufacturer narrative:
Date sent to the FDA: 11/12/2015. Additional information.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.